Event description:
Intermittent catheter patient (user) reported he contracted an unspecified number of utis from (B)(6) to (B)(6) 2018. There was no device problem or injury reported. Patient stated he was using other brands of catheters at the same time. Patient took antibiotics and has fully recovered. Patient has switched to another brand and has not experienced further utis.